Event description:
The pt reportedly experienced skin irritations and wounds behind her implanted ear due to her external headpiece. The pt was treated with antibiotics (type unk) as well as with a gel patch. External equipment was exchanged, this has resolved the problem. Advanced bionics is still in the process of gathering more info, one more info becomes available, a supplemental report will be submitted.